Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) randomly discharges patients being monitored on the zm telemetry transmitters (teles). This is an 8 bed cns that is only monitoring telemetry. They were able to go into the recently discharged patient list and found the patients that were discharged, and they all had the same time stamps. He was able to re-admit them, but he also stated that the vitals are blanking out on the all beds screen for random teles, at random times. They monitor these teles from another remote network station (rns) monitor as well, and that rns was also experiencing issues with them intermittently blanking out on it. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurse's station (cns) randomly discharges patients being monitored on the zm telemetry transmitters (teles). This is an 8 bed cns that is only monitoring telemetry. They were able to go into the recently discharged patient list and found the patients that were discharged, and they all had the same time stamps. He was able to re-admit them, but he also stated that the vitals are blanking out on the all beds screen for random teles, at random times. They monitor these teles from another remote network station (rns) monitor as well, and that rns was also experiencing issues with them intermittently blanking out on it. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10 concomitant medical device. Remote network station (rns) model: ni sn: (B)(6). Telemetry transmitter(s) model: ni sn: (B)(6).

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report g6 type of report h2 if follow up, what type?

Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) randomly discharges patients being monitored on the zm telemetry transmitters (teles). This is an 8 bed cns that is only monitoring telemetry. They were able to go into the recently discharged patient list and found the patients that were discharged, and they all had the same time stamps. He was able to re-admit them, but he also stated that the vitals are blanking out on the all-beds screen for random teles, at random times. They monitor these teles from another remote network station (rns) monitor as well, and that rns was also experiencing issues with them intermittently blanking out on it. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) randomly discharges patients being monitored on the zm telemetry transmitters (teles). This is an 8 bed cns that is only monitoring telemetry. They were able to go into the recently discharged patient list and found the patients that were discharged, and they all had the same time stamps. He was able to re-admit them, but he also stated that the vitals are blanking out on the all beds screen for random teles, at random times. They monitor these teles from another remote network station (rns) monitor as well, and that rns was also experiencing issues with them intermittently blanking out on it. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that this central nurse's station (cns) randomly discharges patients being monitored on the zm telemetry transmitters (teles). This is an 8 bed cns that is only monitoring telemetry. They were able to go into the recently discharged patient list and found the patients that were discharged, and they all had the same time stamps. He was able to re-admit them, but he also stated that the vitals are blanking out on the all beds screen for random teles, at random times. They monitor these teles from another remote network station (rns) monitor as well, and that rns was also experiencing issues with them intermittently blanking out on it. No patient harm was reported. Investigation conclusion: multiple follow-up requests were sent to the customer but they were unresponsive. A definitive root cause could not be determined since we could not confirm further troubleshooting or resolution details. Possible causes may include software corruption for the cns or hardware failure for the org. Software corruption can occur through user error with file transfers or sudden power loss from outages or ungraceful shutdown while the application is still running. Hardware failure can occur due to physical damage or fluid intrusion from mishandling, electrical damage from outages or surges, or wear-and-tear which depends on device age and frequency of use. Review of the complaint device's serial number and the customer's complaint history does not show recurrence or other similar complaints. The following fields are not applicable (na) to the MDR report: the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device. Attempt #1: (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Remote network station (rns) model: ni. Sn: ni. Telemetry transmitter(s) model: ni. Sn: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.